Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was exhibiting high impedance measurements. The rate sensor was capped and a new rate sensing lead was implanted.